Event description:
The implanted neurostimulator was replaced in (B)(6) 2011 due to a depleted battery. Following the battery replacement, the pt did not feel pain relief. It was reported that the pt experienced absence of stimulation following a position change. Evaluation of the octad lead showed only two contacts were working; therefore, the lead needed to be replaced. It is unclear whether replacement of the lead had taken place at the time of this report. Additional info was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).